Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during inspection prior to use, a chip was observed at the tip of the bronchofibervideoscope. The damage was reported to affect the balloon, preventing it from staying inflated. No patient involvement was reported.